Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder software indicated the occluder was 100% open even when the occluder was barely open. The user manually clamped the lines to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.